Manufacturer narrative:
E1. (B)(6).

Event description:
It was reported that a leak occurred. The 90% stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink burr and rotalink advancer were selected for use. During the procedure, the advancer was leaking gas, and a fluid leak was noted on the front of the burr. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). The device was returned for analysis and evaluated by manufacturer. Inspection of the device found that the sheath was pinched (kinked) 19.2cm distal from the strain relief. The burr catheter was connected to a test advancer as the returned related advancer was unable to connect at the handshake due to damage present on the advancer. The test advancer was then connected to the saline infusion line to test for a leak. The burr catheter presented no leak aside from the distal tip of the sheath which is of normal function. There was no irregularity detected.

Event description:
It was reported that a leak occurred. The 90% stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink burr and rotalink advancer were selected for use. During the procedure, the advancer was leaking gas, and a fluid leak was noted on the front of the burr. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.